Event description:
It was reported that during a da vinci s cholecystectomy procedure the mega needle driver instrument reportedly would not articulate. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint that the instrument would not articulate could not be replicated by engineering. The instrument was placed on an in-house system and driven, recognition and engagement testing passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Engineering found the distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.